Event description:
Baxter was informed by its international distributor of cryocyte products that "leakage during thawing" was observed from a broken cryocyte container." Specifically, the donor tubing was observed to be disconnected from the bag. The customer stated the seals at the donor tubing were perfectly executed. The stem cell product was not used. The patient was not remobilized or recollected due to the cell loss. Four intact bags of collected stem cells were available for the patient's use. The patient, who was supposed to receive 5.7 x 10^6/kg cells, received an infusion of 4.5x10^6/kg cells due to the cell loss. It is unknown whether the patient successfully engrafted. The fill volume of the bag was 100 ml. A metal cassette was used for freezing and a "carton box" was used for storage. The cryocyte bag was stored in a mechanical freeze at 86 degrees centigrade the bag was stored for less than one month. Prior to thawing. The frozen bags inside the carton boxes were transported 500 meters to the hospital in an insulated box.